Event description:
Cryoablation procedure was performed (B)(6) 2014. Isolation of the pulmonary veins was completed. However, after ablation to the rspv was performed, a right phrenic nerve injury occurred. The patient's hospitalization was prolonged. The patient was discharged from the hospital on (B)(6) 2014 although the phrenic nerve injury had not yet recovered. Follow up chest x-ray was done on (B)(6) 2014 and confirmed that the phrenic nerve injury had recovered. The patient experienced no complications as a result of the phrenic nerve injury.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.